Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Per the instructions for use, "stroke or other neurologic events" are potential adverse events associated with the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Device reportedly disposed.

Event description:
Patient was enrolled in clinical study. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve in the proper anatomical location and neither repositioning nor retrieval was attempted. During the index procedure, the right radial artery was punctured but the "asu wire could not be passed due to significant kink in the artery, hence cerebral protection system was foregone. Safari wire was placed in the left ventricle and the study valve was subsequently implanted without any further complications; however the subject developed left hemi-paresis and aphasia post procedure. CT angio of the head revealed patchy hyper dense medullary changes with high frontal infarction most likely of micro angiographic genesis. Perfusion CT performed revealed extensive perfusion deficit in the left middle cerebral artery. However no bleeding was noted in the intracranial arteries. The unilateral symptom regressed during the course of hospitalization; therapeutic exercises were initiated with logopedic treatment for anomia. The event was considered to be recovered / resolved with sequelae. CT scan (two days post procedure) did not reveal any new evidence of ischemia, the scan was "interpreted to be a transient tissue at risk which has stabilized in the meantime".